Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist attempted to contact customer however, no response received from customer side after 3 follow-ups. Then technical support specialist (tss) proceeded for case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station emitted a continuous beeping sound during login. The customer reported that the beeping occurred when users began entering their credentials. The issue was reported to have started on the same day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.